Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. No injury or medical intervention was reported.additionally, the system was being used by a patient under the age of 12. The t:slim g4 system is indicated for use in individuals 12 years of age and greater.